Event description:
Pt sample results associated with the wrong pt demographics on the 5.1 fs analyzer. Mis-association of pt demographics and results may lead to inappropriate physician action. There was no report of pt harm as a result of this event.